Event description:
It was reported that the patient experienced pocket pain. The patient's system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product ID: d274trk, implantable cardioverter defibrillator (ICD),implanted: (B)(6) 2010; product ID: 5076-45 implantable pacing lead, implanted: (B)(6) 2007; product ID: 419688 implantable pacing lead, implanted: (B)(6) 2010; product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).